Manufacturer narrative:
Additional information: h2, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of ' able to program the pump without having the line inside the door and closing it' was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the damaged lower hook switch. The lower auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump was able to program without having the line inside the door and able to close during set-up in the emergency department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.